Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the allegation was confirmed. The power jack had an anomaly. The electronic component was found to be burned in the power circuitry.

Event description:
Boston scientific received information that the communicator was not powering on. The field representative verified the communicator was not powering up using a new power adapter. The communicator was replaced. The communicator was deactivated. There was no patient involvement.